Event description:
The customer reported the cutting wire protection of the single use preloaded sphincterotome was on the distal part of the device and the therapeutic sphincterotomy was unable to be performed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the coated portion of the cutting wire was ruptured and it was displaced to the distal end of the cutting wire. The cutting wire was scorched and melted. The total length of the coated portion of the cutting wire was measured and no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the torn coating could not be determined, likely factors causing the tear could have been the following: 1 - the forceps elevator of the endoscope was being up. 2 - when the cutting wire deflected, the coated portion of the cutting wire, and the metal part of the distal end of the endoscope came into contact. 3 - the cutting wire was moved back and forth in state ¿no.2¿ description. This caused the coated portion of the cutting wire to tear. As a result, the cutting wire partially exposed. 4 - the metal tip of the endoscope and the exposed cutting wire came into contact, leading to an electrical discharge during energization. 5 - the coated portion of the cutting wire ruptured due to the description ¿no.4¿. As a result, when the cutting wire was inserted to or retracted from duodenal papilla, the coated portion of the cutting wire displaced to the distal end. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.